Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a merlin.net transmission showed non-sustained right ventricular (rv) oversensing episodes. The patient came into the clinic and the presence of rv noise was confirmed. The lead was capped and replaced. The patient was stable.